Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer blood glucose (bg) level was impacted 328 mg/dl. The customer took a bolus via the pump to stabilize (bg) level. In addition, the contact reported that an occlusion alarm had occurred. It was reported that the customers supplies were changed prior to contacting tandem technical support. As the supplies had been changed out prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. It was indicated that the customer would continue to use the pump until the replacement arrives.